Manufacturer narrative:
Updated: b4, g4, h6, h10 . H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
UDI number: (B)(4). Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event cannot be conclusively determined with the available information. However, the endocarditis in this case can most likely be attributed to the patient's underlying comorbidities. Per (B)(4), the subject device was not requested to be returned for evaluation as the patient was positive for endocarditis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve replacement procedure after an implant duration of one (1) month, 23 days due to endocarditis under the annulus. The explanted valve was replaced with a 23mm 11500a pericardial valve. The patient was noted to be doing well post procedure. The patient is a (B)(6) male with history of opioid usage and native valve endocarditis. The surgeon did not allege a malfunction or product deficiency against the explanted valve.